Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the dilator of the first mesh leg through the sacrospinous ligament, resistance was encountered. Bunching was not noticed on the dilator tube. The physician attempted to increase the size of the opening in the ligament by carefully moving the dilator tube back and forth. The physician used hemostats to grasp onto the dilator, but as he was pulling it through the ligament, the dilator detached at the point where the hemostats were positioned (about two inches up from the bottom of the dilator), outside the patient. It was noted that the "young" patient had a "good strong ligament." The physician removed the entire uphold mesh assembly from the patient and used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.